Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, were the staple line and cut line approximately equal in length (device partially fired and stopped)? Did the device deliver any staples? If yes, were the staples that deployed into the tissue formed in the proper closed b-formation? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open?

Event description:
It was reported that during an unknown procedure, the stapler failed to fire correctly and would not release the tissue. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with an gst45w partially fired 1/10 cartridge loaded on the device. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.